Event description:
Acon was made aware of the complaint via customer call on (B)(6) 2020 regarding a potential inaccurate readings on the on call express blood glucose meter (ocx). The reporter of the complaint informed acon that the patient was hospitalized due to inaccurate readings in blood glucose values on the ocx meter, which likely given a higher value than the actual patient condition. As per the reporter, the measurement of blood glucose values is lower when the patient was measured at the hospital. The higher readings may affect insulin dosage and makes detection of hypoglycemia difficult. No further information about patient condition was available at the time of the MDR. The return of both the meter and the strip will be requested for evaluation in addition to the retention lots. Should new relevant information become available, a supplemental report will be submitted.